Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed that the suture cap (anchor hole) had detached from the electrode tip. There were also slight cuts/punctures near this area, that were suspected to be from the tool. Detailed microscopic testing was performed on the attachment end. No anomalies were found on the welds that adhere the cap to the electrode tip. Further analysis of the region determined that the tip detached from the electrode likely due to excessive force that was applied to the suture cap during the implant procedure.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during the implant procedure, the tip of this electrode tore off while suturing down. The electrode was removed and a new electrode was tunneled and implanted. No adverse patient effects were reported.